Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported that the unit is experiencing a premature discharge of battery, depleting from 100% to 0% in 30 minutes. The unit will not stay powered on.

Event description:
It was reported that the unit is experiencing a premature discharge of battery, depleting from 100% to 0% in 30 minutes. The unit will not stay powered on.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery depleting was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 20 minutes. The root cause is an internal failure in the lithium-ion battery. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.